Manufacturer narrative:
The incident generator was received and evaluated. The evaluation found an internal short that would cause self activation in the bi-polar mode. An external visual inspection of the generator found the rear of chassis to be bent. An internal inspection found all the fuse clips were spread, and a support screw for the heat sink was sheared off and loose inside the unit. The spread of the clips would cause the generator to not work in cut mode. The spread of the clips also caused the short that caused the self activation. This damage is indicative of rough handling by the user.

Event description:
The report stated that the attached electrosurgical pencil would not work on cut, it would only work on coag. The surgeon kept using it on desiccate and on low power.